Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
Analysis found the outer insulation abraded at 19 cm from the connector pin due to friction to the ICD can.